Event description:
A report was received via social media that the patient had a lung infection. It was noted that the patient was having a permanent infection after the spinal cord stimulator (scs). No further information could be obtained.